Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion approximately 70-85 mm from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with the associated device case. One of the high voltage cables at the site of the insulation abrasion showed evidence of melting, which likely occurred as the result of lead-on-can contact during therapy. Furthermore, resistance testing was performed which showed that the high voltage conductor cable had fractured at a portion of the electrode consistent with induced explant-related damage. The reported impedance issue is likely the result of the insulation damage observed by the laboratory.

Event description:
It was reported that during a subcutaneous implantable defibrillator (s-ICD) device replacement procedure due to suspected premature depletion, the physician noted that this electrode exhibited abnormal, unspecified impedance measurements. The electrode insulation was observed to be damaged and it was alleged that the electrode conductor had fractured. The physician elected to surgically explant and replace the electrode, in addition to the device, to resolve the event. No additional adverse patient effects were reported. This electrode was received for analysis.

Event description:
It was reported that during a subcutaneous implantable defibrillator (s-ICD) device replacement procedure due to suspected premature depletion, the physician noted that this electrode exhibited abnormal, unspecified impedance measurements. The electrode insulation was observed to be damaged and it was alleged that the electrode conductor had fractured. The physician elected to surgically explant and replace the electrode, in addition to the device, to resolve the event. No additional adverse patient effects were reported. Both products are expected to be returned for analysis, but have not yet been received.